Manufacturer narrative:
Phone # was not provided at the time of this report.

Event description:
It was reported to philips that the device failed to deliver a shock when tested. There was no reported patient involvement/adverse patient impact.